Event description:
A patient reported that their pump frequently requested calibration and replacement of the cartridge, which led to supply waste. There was no adverse impact to the customer¿s blood glucose level. The patient is out of warranty and is in the process of acquiring a new device, and they requested a callback for further assistance.